Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing impedance measurements within normal limits of 1998 ohms. A conductor fracture was identified, so the lead was replaced and capped and abandoned in the patient. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).